Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that the pump is rebooting after battery change. The patient reporter that they tried to confirm on verification screen and it reboots. The patient stated that the battery cap is secure. There is no reported adverse event with this complaint. This report is made based on the allegation of the intermittent power issue.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powers with returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications. A power loss was not duplicated. Battery compartment intact. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The keypad is torn below ok key. Keypad peeling from bottom to "ok" key. All of the keys responding. Removed keypad. There was no contamination under key contacts. Investigators removed pump case and there was no evidence of moisture or loose components inside pump. There were multiple unexplainable power on reset events observed in black box on (B)(6) 2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.